Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays, product or further info. Eval: manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification.